Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a reportable malfunction.no additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the primary pack has incomplete or open seal. Photographs have been provided depicting the reported complaint issue

Manufacturer narrative:
On march 15, 2018, a historical review for lots 7h04021 and 7k00329, was performed and showed that no additional complaints had been reported for any of these lots. The heat sealable, coated backing paper is drawn along a conveyor of the doyen machine, the coated surface facing upward. Dressings may be placed manually or automatically onto the backing paper. The backing paper is printed on line with the required product information. Dressings are indexed to the sealing station where heat and pressure is applied to seal the backing paper and clear film together to form a package. The doyen machine seals all four (4) sides of the sleeve by performing a longitudinal sealing (top and bottom sides of the sleeve) and a transversal sealing (front and end sides of the sleeve). The web of sealed packages is cut into individual units. The units are manually inspected, counted, and stacked onto a conveyor belt to be carried to the packing area. All dressings that are rejected by the automated system in the controlled area must be stripped backed and reprocessed through the packaging operation. Based on process observation and defect replication activities, the incomplete / open seal condition as observed in the pictures is on the end side of the sleeve and can be generated if the position of the label or the dressing interferes with the transversal sealing process not allowing the heat transfer between the coated paper and the backing paper. No patient harm was reported as the product(s) were not used on patient(s) in any of the cases and based on the risk assessment results the probability of occurrence of harm (po) based on number of units manufactured under a similar packaging process (bodolay, bopack, doyen and uhlman) between march 2017 and march 2018 is remote. A root cause investigation was opened and the investigation identified that the root causes were inconsistency of the labeler machine in placing the labels prior to sealing the chevron pouches and that the process instruction¿s quality inspections were not properly performed. A CAPA (corrective action/preventive action) was opened and will be addressed by validating an alternative manual process (with applicable process flow and inspection) in the doyen machine to be able to disable the labeler machine. This issue will be monitored through the post market product monitoring review process. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).